Manufacturer narrative:
(B)(4). The cause of the problem was determined to be a malfunctioning printed circuit board (pcb). The pcb and power supply were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device began to smoke after the power cord was disconnected from the cycler. A technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived and instructed the care giver (cg) to call a registered nurse (rn) about the missed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. Inspections revealed overheated components on the power supply and focused digital board. Voltage checks of the power supply were below normal levels. The device passed rite electrical tests, but failed rite functional tests as the device would not power up. The problem was confirmed through sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.